Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer experienced painful placement and coil went in difficultly. On an unspecified date the consumer experienced restless feelings. On (B)(6) 2016 essure and tubes were removed. She stated that most complaints have disappeared after removal. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had essure and tubes removed. The event device medical removal is considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified and no follow-up will be possible; a causal relationship between the reported event and essure therapy cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 432 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had essure and tubes removed. The event device medical removal is considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified and no follow-up will be possible; a causal relationship between the reported event and essure therapy cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.